Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the ultrasonic air sensor could not get a baseline or recognize the module. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.